Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that they tried to exchange the 8 french nephrostomy tube, however the tip of the catheter became stuck on the kidney capsule and a small piece was retained within the tract near the kidney. Despite multiple attempts, the retained product could not be retrieved fluoroscopically. The patient is scheduled to have urology remove it surgically.